Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr of lot# reuf0946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the pt had adverse reaction. A 5 fr PICC dual lumen groshong sherlock was inserted; atraumatic insertion. Five minutes after completing the procedure and flushing the PICC with 30 ml of normal saline, the pt developed a flushed appearance rapidly progressing to total body reaction of itching and hives.